Event description:
A device report from synthes gmbh provides information from a facility in (B)(6) regarding a matrix locking cap. It was reported that the locking cap became dislocated. No further information was provided. This is report # 1 of 3 for the same event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The pedicle screw shows no damage in the shaft region. In the macroscopic examination of the screw, various damages in the outer region of the screw head, such as scratches or plastic deformations, were documented. The damages were with high probability caused by the explantation of the screw. In the lower cone region of the screw head, slight wear of the anodizing layer was detected. This could have been caused by friction between the screw head and the patients bones when the implant was inserted or removed. The partial threads at the flanks of the screw head were examined. The thread of the first flank exhibits very slight damages. On the thread of the second flank, severe damage of the first two turns of the thread with plastic deformation of and scratches on the first turn of the thread were documented. On the second turn of the thread, only the upper edge exhibited plastic deformation and further scratches were detected. These damages could have been caused by the screwing-in of the closure cap and/or during adjustment of the screw head using an instrument after implantation of the pedicle screw. The hexagonal screw head drive exhibits severe damages which were presumably caused by explantation. No material defects could be identified in the implants and screws submitted. The cause for the dislocation of the closure cap could not be clearly identified by the examinations performed. The damages on the pedicle screw and on the closure cap, which were probably caused by the explantation process, impaired the identification of the cause for the dislocation.

Event description:
This report is #1 of 3 for complaint (B)(4).

Manufacturer narrative:
The device was used for treatment, not diagnosis. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process.